Manufacturer narrative:
The device was not returned for evaluation. As part of our investigation, on june 22, 2020, a field service engineer (fse) was dispatched to the customer¿s site and the equipment was repaired and verified according to the original equipment manufacturer¿s (OEM) instructions. The fse reported that the aer¿s software attributes have been verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required.

Event description:
The service center was informed that the scope connector on the automatic endoscope reprocessor (aer) was broken. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer regarding the final investigation. It was confirmed that the subject device was shipped in accordance with specifications via DHR. It was presumed that the connector unit was broken by breakage/loose of the connector. It may have disconnected the connecting tube. Stress/impact may have been added to the connector toward loose direction by the user handling, and the accumulated stress might cause the breakage. The legal manufacturer could not confirm any factor to cause the event from design nor structure of the device. The defect was not due to mishandling by the user. Impact on mishandling the device and labeling review (include IFU): even though there was abnormality, it is detectable by conducting the following inspection states in chapter 3.inspection before use, 3.3 inspecting the connectors. Check the following for each connector: the connector should be fixed firmly and the o-rings should be free of abnormalities such as cracks, tears, or dents.